Manufacturer narrative:
(B)(4) "confirmed inaccurate readings, (B)(4) "confirmed inaccurate readings, (B)(4) "confirmed inaccurate readings, (B)(4) "confirmed inaccurate readings, (B)(4) "confirmed inaccurate readings, (B)(4) "confirmed inaccurate readings, (B)(4) "confirmed inaccurate readings, (B)(4) confirmed inaccurate readings, (B)(4) confirmed inaccurate readings, (B)(4) confirmed inaccurate readings, (B)(4) confirmed inaccurate readings, (B)(4) deployment issue, (B)(4) confirmed inaccurate readings, (B)(4) loss of antenna, (B)(4) loss of antenna, (B)(4) loss of antenna, (B)(4) loss of antenna, (B)(4) loss of antenna, (B)(4) loss of antenna, (B)(4) loss of antenna, (B)(4) loss of antenna, (B)(4) loss of antenna, (B)(4) data gap <3 hours, (B)(4) data gap <3 hours, (B)(4) data gap <3 hours, (B)(4) data gap <3 hours, (B)(4) data gap <3 hours, (B)(4) data gap <3 hours, (B)(4) data gap <3 hours, (B)(4) data gap <3 hours, (B)(4) data gap <3 hours, (B)(4) data gap <3 hours, (B)(4) data gap >3 hours, (B)(4) data gap >3 hours, (B)(4) data gap >3 hours, (B)(4) data gap >3 hours.

Event description:
Dexcom was made aware on 07/08/2018 that on (B)(6) 2018, that data gaps were reported. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be determined. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint transmitter was not returned to dexcom. The transmitter (stt-or-001/804yj4) was returned. The returned transmitter was visually inspected and no defect was found. A voltage test was performed and it passed. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed and it passed. No data available for review. The receiver (stk-or-001/pl74619622) was also returned. A visual inspection was performed and no defect was found. The receiver was able to be charged and rebooted. The receiver log was reviewed, errors were observed. Functional testing was performed and it passed. A pairing test was performed and it passed. Confirmation of the reported event of data gaps was undetermined. The root cause could not be determined.